Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was confirmed that all buttons responded as if pressed twice despite being pressed only once. The device's front panel/keypad led board was replaced to address the issue. Additionally, during the evaluation of the device at the manufacturer's service center, it was found that upon inserting the ac cord, the unit was observed to power on spontaneously. The device's system board was replaced to address the issue.